Event description:
Attorney alleges that "on or about (B) (6) 2007, (patient) was called into the office of (physician) because he was listed on the medtronic recall. At that time changes were made to his unit pursuant to the medtronic recommendations. On or about (B) (6) 2008, (patient) stated that he was shocked and went to the emergency room but had no other episodes. On or about (B) (6) 2008, (patient) was admitted to the hospital suffering from chest pains. The decision was made to proceed with bypass surgery. Postoperatively, (patient) began having episodes of sustained ventricular tachycardia, which initially were not terminated by ICD discharge. He had recurrent episodes and was treated with multiple anti rhythmic drugs. As a result of the manufacturing of the defibrillator and its contact leads, (patient's) condition worsened. Due to the defective internal defibrillator and its contact leads, (patient) died on or about (B) (6) 2008."

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem.the cause of death has been researched but has not been received. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.